Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/22/2015). The patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio iq meter was displaying an unknown error message. The customer care advocate (cca) attempted to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The following complaint was classified based on the original cca documentation. The patient alleged that the product issue began sometime in (B)(6) 2014. The patient could not recall the exact error message received but stated that it was suggesting to use a new test strip. The patient manages their diabetes with non-insulin shots. The patient reported continuing to take their usual dose of medication in response to the alleged product issue. The patient stated that they were experiencing high and low blood sugars but did not report developing any specific symptoms. The patient reported visiting their doctor on (B)(6) , 2015 where they were given a new meter. The patient did not report any medical treatment. The patient reported obtaining a blood glucose reading of 240mg/dl on their doctor¿s meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not report any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.